Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 29mm mitral valve implanted for three months, ten days underwent redo mitral valve replacement due to unknown reasons. A 29mm valve was implanted in replacement.

Manufacturer narrative:
Updated sections b5, b7, and h6. Based on the new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 29mm 6900ptfx mitral valve implanted for three months, ten days underwent redo mitral valve replacement due to endocarditis due to candida, large vegetations, and sepsis. The patient had been admitted for septic shock. A 29mm 6900ptfx valve was implanted in replacement. Valve replacement was performed without complication. The patient returned to the ICU in stable condition.